Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/11/2018. (B)(4). Philip's international service technician confirmed the reported touchscreen issue. Philip's international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
It was reported that during periodic maintenance, the manufacturer¿s international service technician reported that a [touch] panel button did not react properly. There was no patient involvement. The event date was not specified; estimate used.